Manufacturer narrative:
B3: day unknown; no information has been provided to date. H3: one device was received. A review of the event history showed the unit being reset to 2005. The customer reported complaint was able to be confirmed when checking the time and date. The unit was charged for three days and left uncharged for one day to see if the unit would hold the correct date and time. After one day, the unit time and date was still incorrect. The printed wire assembly (pwa) board was replaced. After replacement, the unit was able to keep the time and date. Upon further investigation, the upstream occlusion (uso) seal was found to be buckling. The uso seal was replaced. The unit passed all testing criteria after replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not maintain date and time. The event occurred during testing.